Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain phase of peritoneal dialysis therapy. During troubleshooting, the caregiver (cg) informed the technical service representative (tsr) that the supply bag was properly connected but there was solution under the supply bag. The tsr advised and assisted the cg in ending the therapy. The cg would use manual supplies to complete the therapy for the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clamp function testing, clear passage testing, and device-device interaction testing. All functional tests passed. A short simulated therapy was successfully performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.